Manufacturer narrative:
(B)(4). Report source- foreign. The event occurred in the (B)(4). The product within this report is a combination product. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Not returned to manufacturer.

Event description:
It was reported the surgeon was unable to release the fluid from the pouch; therefore the cement would not drain after mixing. No patient consequences were reported. No further information has been made available at this time.

Manufacturer narrative:
(B)(4). This follow-up report is submitted to relay additional information. The device was not returned to the manufacturer. Therefore the root cause of the issue could not be identified. Device history record (DHR) was reviewed and no discrepancies were found. If any further information is found which could change or alter any conclusions or information, a supplemental will be filed accordingly.